Manufacturer narrative:
Items returned for investigation: scepter xc. The balloon was returned deflated. The guidewire lumen was observed to be kinked facing the inflation port. The balloon was inflated with dyed saline and successfully deflated during the investigation; air purging was unsuccessful due to prior inflation of the balloon, and no damage to the air purge channel was observed. The investigation of the returned balloon catheter found the guidewire lumen kinked facing the inflation port. The balloon was able to inflate and deflate without difficulty during the investigation. Air was observed to partially fill the balloon during the inflation testing; however, it is difficult to fully purge the balloon of air once it has already been inflated as indicated in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the guidewire lumen damage, but this damage is consistent with the device experiencing forces exceeding the guidewire lumen's yield strength.

Event description:
As reported, the balloon did not deflate. The scepter was delivered to the neck of an aneurysm and coils were used to embolize the aneurysm through a microcatheter. After implantation of the coils, the balloon was attempted to be deflated but failed. The balloon was then attempted to be ruptured with a guidewire, but the balloon was found to have deflated during setting. The balloon deflation was a slow leak. The scepter was not used, and another scepter was used to continue the procedure. The procedure was successfully completed. No health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, the balloon did not deflate. The scepter was delivered to the neck of an aneurysm and coils were used to embolize the aneurysm through a microcatheter. After implantation of the coils, the balloon was attempted to be deflated but failed. The balloon was then attempted to be ruptured with a guidewire, but the balloon was found to have deflated during setting. The balloon deflation was a slow leak. The scepter was not used, and another scepter was used to continue the procedure. The procedure was successfully completed. No health damage to the patient.